Event description:
It was reported by the patient that 15 to 17 inappropriate shocks were received due to an rv lead failure. The lead was replaced and no further patient complications were reported as a result of this event.